Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported surgical intervention was undertaken due to lost of stimulation. Reportedly, the leads were explanted and replaced with a paddle lead. During the same procedure, the physician electively explanted and replaced the original ipg with an updated model..